Manufacturer narrative:
The reported incident that the drill helix is broken off could be confirmed. The investigation revealed that the drill helix is broken off. Furthermore, a secondary crack is visible. Based on investigation, the root cause of the drill helix breakage was attributed to a user related issue. The breakage was caused by too high torsional and bending forces during application. Indications for material, manufacturing or design related issues were not found during the investigation.

Event description:
The working end of the drill bit detached in the pt's bone. The detached piece was removed form the pt and disposed.